Manufacturer narrative:
H3: the revision reported was likely the result of wear of the patella component after being implanted for approximately 12.7 years. However, the cause and extent of the wear cannot be determined because the revised component was not returned to exactech for evaluation.

Manufacturer narrative:
Section d10: concomitant products: - ps tibial inserts sz 4, 11mm (cat# 204-24-11 / serial# (B)(6) - recall liner z-0019-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirteen years post initial right tka, the 72 year old female patient had a revision due to patella issues with flaking and delamination. The liner and patella were exchanged. There was no breakage of device or surgical delay/prolongation. Patient last known to be in stable condition following event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed at hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of wear of the patella component after being implanted for approximately 12.7 years. However, the cause and extent of the wear cannot be determined because the revised component was not returned to exactech for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.